Manufacturer narrative:
Two 6f angioseal vip devices were returned together for product evaluation. Sheath, locator and carrier tube assembly were returned along with the header bag for both the devices. For first device, the locator and sheath were mated together and the sheath cracked and broke into several pieces. Carrier tube was unused and the device sleeve was in rear lock position. There was slight yellow discoloration observed on the sheath. For second device, the carrier tube shaft was inserted through the sheath hub. No portion of the sheath shaft was returned. Only the hub was available and it appeared that the whole shaft crumbled. The returned pieces of the hemostasis tube was checked for maneuverability and it shattered upon application of minor force. No other visual anomalies were noted with the returned components. The complaint sample was subjected to fourier-transform infrared spectroscopy (ftir) and its infrared spectrum of absorption was found that the sample showed degradation indicative of photo-oxidation which occurs upon exposure to radiation like sunlight or other sources of uv light. The IFU and the labelling on the device warns the user against exposure to sunlight including uv light. The complaint could be confirmed for fracture of the sheath upon investigation. The sheath was found brittle upon application of the minor force. CAPA tmc1904-002 has been initiated to investigate this issue in the past and a notification was sent to CAPA owner.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2021-00089.

Event description:
Terumo medical received an unidentified angio-seal device with a previously reported report. The device was confirmed for disintegrated sheath. Additional information was received on 22mar2021. The user facility confirmed that the device received was an angio-seal device that was used during the procedure on the same patient. The second device was stored in the same manner as the first device. The devices were stored in a pyxis system. There was no noticeable damage to the package. Hemostasis was achieved by using a different angio-seal lot. The patient was stable, and the estimated blood loss was less than 250cc.